Event description:
During an aneurysm coiling procedure, it was reported that the coil broke during placement. Part of the coil was inside the aneurysm and part of it was in the internal carotid artery. No pt injury reported.